Event description:
It was reported that an alert 32 indicating a delivery motor communication error occurred on the ilet, and despite a restart and a successful dry run with supplies followed by a supply change, the alert persisted; the event is consistent with a failure to infuse and involved the device¿s circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a delivery motor communication issue, aligning with a failure-to-infuse problem traced to the circuit board component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial